Manufacturer narrative:
To date, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited a large increase in bipolar pacing impedances from 487 to 1100 ohms and increased thresholds. The health care professional (hcp) consulted with boston scientific technical services (ts) to further understand what this might mean as a lead fracture was suspected. Ts reviewed there may be an issue with the bipolar conductor and potential follow-up options were discussed. The information was going to be reviewed with the patient's physician. At this time, the patient has been asymptomatic.